Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that after the user placed the drainage catheter it began to leak at the hub. The user removed the device and placed a new drain successfully.

Manufacturer narrative:
Investigation - evaluation: a review of the dimensional verification, documentation, functional test, and visual inspection of the returned device was conducted during the investigation. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. The device was returned and product examination has confirmed the complaint of leakage. Examination was able to recreate the failure during leakage testing. All possible measurements were within specifications and therefore cannot confirm this device to be non-conforming. Document review has been conducted and has established that proper procedures are in place to identify/prevent this failure mode prior to distribution. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Monitoring will continue to be performed for similar complaints.

Event description:
No new event description information to report at this time.